Event description:
It was reported that a clearlink solution administration set had a "hole in set rubber" which resulted in a leak. This was observed during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Initial reporter city: (B)(6). The actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and did not show evidence of a leak. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.